Manufacturer narrative:
(B)(4). Batch # r58156. Device evaluation: the analysis results found that the ntlc55 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with no reload loaded in the device. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. A batch history record review; a nc was created during the manufacturing of this batch but was not related to the event description. Additionally no defects related to the complaint were found during the manufacturing process.

Event description:
It was that during an open ileocecal resection, device loading 2nd cartridge was used, the firing knob was broken off on the way when the device approached the existing staple line where the firing knob of the 1st device was broken off. The firing knob of the device was removed with a forceps. No pieces were left inside the patient. Additional hand suture was performed to complete the case. There were no adverse consequences to the patient.